Event description:
It was reported that a homechoice cassette leaked from an unspecified location. There was a leak on the cycler from the cassette. This occurred during fill of automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: vantive healthcare - mountain home, (B)(4), united states. Vantive healthcare - dominican republic, carretera sanchez km 18.5, (B)(4), dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.